Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient ID: (B)(6). Patient age & weight not available for reporting. (B)(4). Date explanted: not explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(6). (B)(4): this event resulted in a retained fragment, the threaded tip fragment remained in patient. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an intra-operative procedure the (liss) less invasive stabilization system guide wire skived between a hip prosthesis and the anterior cortex resulting in the threaded tip of the pin to break off flush with the bone. The threaded tip fragment remained in patient and no additional medical intervention was required. There was a five minutes delay in surgery. The procedure was successfully completed. This complaint involves 1 device this report is 1 of 1 for (B)(4).